Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Report type - additional. Other serious (important medical events) - additional. Describe event or problem - additional/correction. Type of reportable event - correction. Correction/additional information. Patient code - additional. Conclusion code - additional.

Event description:
Subsequent to the initial MDR, additional information was received on 07/19/2018. The sensor wire was inserted into the patient's arm. The patient's mother stated they took the patient to the doctor on (B)(6) 2018 and that the sensor wire was under the patient's skin in their right arm. She indicated that the patient had an ultrasound scheduled for (B)(6) 2018. No further patient or event information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A probable cause could not be determined.